Event description:
It was reported that: "doctor was torquing down the bolt for the restoration modular and he over torque passed 180 inch pounds and the bolt snapped, part of the threads were stuck in implant, the surgeon did not want to remove and left implant in place."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.